Event description:
Data base server to bedside pt physiological monitoring and EKG telemetry serving 16 telemetry patients and 8 beds of physiological bedside monitoring. Twice in 2007, all affected channels went into "standby mode." Normal monitoring is suspended in this mode. No power abnormalities were noted, and the server is on a ups -uninterruptible power supply.- there is no alarm associated with this defect. Channels must be brought out of standby manually. Patients on life support monitoring are placed at risk.